Event description:
This patient had a history of low back pain radiating to the legs. The patient had no other significant medical history. The patient had a grade 2 spondylolisthesis at l5-s1 with associated foramen stenosis. The surgical procedure performed was a decompressive lumbar laminectomy with an associated posterolateral fusion of l4-5 and spinal stabilization l4 to the sacrum. Screws were placed in l4 and the sacrum. Fixation was achieved with the monarch system. The titanium rods were bent and cross links were used. There was no attempt at reduction of the spondylolisthesis. During placement of the cross link, the head of the screwdriver fractured. The physician was unable to remove the piece. The patient was informed.